Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Isometric testing was performed with continuous measurements and the values were confirmed stable with no evidence of noise on the electrogram (egm). Boston scientific technical services (ts) provided suggestions for additional system testing but no further information was received at that time. Approximately one year later the out-of-range measurements continued to be observed having increased gradually over that period; rv pace impedance, thresholds, and amplitudes all remained within normal limits and stable. Additional provocation testing was performed, and again, no noise was observed. An x-ray obtained several months earlier was reviewed with no findings of consequence. Synchronized shock testing was later performed to test system integrity. Upon delivery of a 41 j shock returning a high out-of-range shock impedance measurement the device recorded a code 1005 indicative of an open circuit condition during shock delivery. The physician has yet to determine a course of action. No adverse patient effects were reported. This system remains in service.